Event description:
This rv lead was implanted on (B)(6) 2015. A product experience report was received on (B)(6) 2018 stating that this lead was capped and abandoned due to high pacing thresholds greater than 7 volts. The physician was dr. (B)(6) at (B)(6) in (B)(6), pa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).